Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter was found to be cracked and leaking at the junction of the extension and bifurcate. The catheter was removed and replaced with no harm to the patient.

Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed. The photo was of a palindrome catheter, in the picture no issues were observed with the catheter. Therefore, the reported condition cannot be confirmed. A brainstorming session was performed with the purpose of identifying potential root causes. The device is assembled by the customer prior to use and the detachment occurred after being in use for the reported amount of time. As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device. The IFU states not to use the catheter if it appears damaged or defective and to align the d-shaped metal tubes of the hub/back end assembly with the internal lumens of the catheter tubing, to advance it into the locking ring so that the metal d-tubes are completely covered by the catheter tubing. The IFU cautions to be sure the catheter end is advanced into the locking ring and seats fully against the hub and to advance the hub snap connector making sure to align the connector arms with the mating grooves on the hub/back end assembly making sure there is a tactile click and the connection is secure. Manufacturing performs 100% visual inspection per procedure. Based on photo evaluation, there is enough information to discard manufacturing activities as a potential root cause. Based on the available information, it can be concluded that the product was manufactured according to specifications and the device functioned as intended for a period of time. The reported condition was not identified prior to insertion and it occurred after customer use, therefore, the most probable root cause can be considered as likely damaged during use caused due to an inappropriate manipulation. No trends or triggers have been found. Therefore, a corrective and preventive action is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the catheter was found to be cracked and leaking at the junction of the extension and bifurcate. The catheter was removed and replaced with no harm to the patient.